Manufacturer narrative:
Based on the information provided, the patient has a complicated medical/surgical history having undergone multiple non mesh related laparotomies and other medical procedures. At this time, the cause of the patient's reported pain cannot be determined. A lot number was not provided; without a lot number a device history review is not possible. As reported the patient has many sensitivities to medications. Tetracycline and kanamycin are both used in the manufacturing of the phasix mesh. Regarding these medications, the instructions-for-use states, " device manufacture involves exposure to tetracycline hydrochloride and kanamycin sulfate. The safety and product use for patients with hypersensitivities to these antibiotics is unknown. Use of this device in susceptible patients with known allergies to tetracycline hydrochloride or kanamycin sulfate should be avoided. Should additional information be provided a supplemental emdr will be submitted. This emdr represents phasix mesh device 2. An additional emdr was submitted to represent device 1. Remains implanted.

Event description:
As reported on (B)(6) 2018 the patient was implanted with a phasix mesh (device 1). It is reported that the patient was undergoing a temporary ileostomy procedure when the mesh was placed in the ventral abdominal area just superior to the umbilicus. As reported on (B)(6) 2018 the patient was implanted with a phasix mesh (device 2). It is reported that the patient was undergoing a ileostomy reversal procedure when the mesh was placed in the ventral abdominal area just superior to the umbilicus. As reported the mesh were placed without the patient's knowledge and it is unknown to the patient why the mesh were placed. It is reported that the patient has been in excruciating pain since implant. It is reported that the patient has a complex surgical history. The patient has had 12 laparotomies and overall 44 procedures (not mesh related). The patient has taken pain and anxiety medications that do not alleviate the pain. As reported the patient does have multiple adhesions from all of the non mesh related surgical procedures. The patient has many sensitivities to medications, however, does not have an allergy to tetracycline and has never had kanamycin but does react to sulfates. The patient has been referred to a plastic surgeon.